Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
The device was explanted. This investigation will be updated should further information be provided or the device is returned for analysis.

Manufacturer narrative:
The explanted device was returned. Analysis of the returned product is currently ongoing. This report will be updated upon completion.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed the elective replacement indicator (eri) likely due to the extended charge time limit. The monitoring voltage was at beginning of life (bol) 2.93volts. No adverse patient effects were reported.